Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffertest per (B)(4). Sensor passed per spec with accurate readings.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose with multiple sensors. The patient's blood glucose was 189 mg/dl at the time of the call. The customer revived multiple low alerts and a threshold suspend. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer sent their sensor back for analysis.